Manufacturer narrative:
Reportable malfunction with inomax dsir dg20150208 was documented and investigated under (B)(4). The device was returned to the distributor for evaluation. According to the distributor, pin 6 of the dsir head's injector module (im) cable receptacle was damaged. Subsequently, mallinckrodt reviewed the device's service log which revealed that a low no alarm occurred in conjunction with zero flow measured by the connected im). The root cause for the low no alarm was likely due to the damaged im cable receptacle pin 6. The distributor indicated that the device's im cable receptacle was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, mallinckrodt was notified that there was a damaged/recessed injector module (im) receptacle pin 6 on the head of dsir dg20150208. Mallinckrodt received the service log for the device on 15-oct-2019 and confirmed low nitric oxide (no) alarms with 0 im flow through the im had occured. This is being reported as a recessed 5 or 6 im receptacle pin with 0 flow through the im is considered a reportable malfunction.